Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient reported that pain was first noticed between 19-apr-2024 and 20-apr-2024 and it increased day by day. The patient consulted hcp who decided to remove the sensor to alleviate pain. The sensor was removed on (B)(6) 2024 and since then, the user stopped experiencing pain. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where patient reported increasing pain at the insertion site, first noticed between 19-apr-2024 and 20-apr-2024. According to the user, the pain increased day by day and after consulting with the hcp, they decided that the sensor should be removed. As per notes, the sensor was removed on (B)(6) 2024 and since then, the user stopped experiencing pain.